Manufacturer narrative:
The patient code of (B)(6) in the "f10" field for the initail 3500a report was written in error. The "f10" field should only have the patient code of (B)(6).

Event description:
On (B)(6) 2019, the lay user/patient¿s son contacted lifescan (lfs) USA, alleging that the patient¿s onetouch meter was reading inaccurately. The complaint was classified based on the customer service representative (csr) documentation. It was reported that the alleged meter inaccuracy began around (B)(6) 2018 up until (B)(6) 2019. The reporter alleged that the patient obtained an inaccurate high blood glucose reading of ¿400 mg/dl¿ with the subject meter and sometimes would obtain low readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It was reported that the patient manages her diabetes with a self-adjusted dose of tresiba and the reporter claimed the patient continued to follow her usual diabetes management routine after the alleged inaccuracy issue began. The reporter claimed that due to the alleged inaccurate result of ¿400 mg/dl¿ the patient developed a symptom of having a ¿slight heart attack¿. The reporter claimed that the ambulance was called and that they put her on a ¿EKG¿ to check her heart and also performed a blood glucose test using their meter and obtained a result of ¿35 or 36 mg/dl¿. The reporter was unable to specify the date when the symptoms began or if the patient received any treatment for the symptoms developed. During troubleshooting, the reporter was unable to specify the type of meter that the patient had. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high result with the subject meter.